Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter thoracic aortic aneurysm. The proximal neck was 27 mm in diameter and it was 26 mm distally. The vessels had no thrombus or tortuosity. There was slight calcification at the common iliac artery. It was reported that pre-operatively pta of the left iliac artery was performed. The physician felt some resistance when inserting the delivery system but the talent device was able to be delivered and deployed. Angiography showed good patency of the iliac artery. Removal of the delivery system was performed carefully while holding the punctured vascular access site. After the access vessel was anastomosized, it was confirmed that there was no bleeding from the puncture site; however, about 3 cm of intima was pulled out with the delivery system. There was no vessel rupture or bleeding, and blood flow toward the lower limb was confirmed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Results: inherent risk of procedure (arterial dissection). Patient's condition affected effectiveness of device (calcification of the common iliac artery). Conclusions: device failure/lack of effectiveness related to patient condition (calcification of the common iliac artery). (Required intervention).